Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63) and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. Customer did not have a new battery available. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, active current measurement, sleep current measurement, and self test. Pump¿s history and trace files downloaded successfully using thump software. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. However, pump error 63 (variable=15) (line number 147 file number 2017) was confirmed in the formatted history file on (B)(6) 2025 at 17:39:36.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing however, noted in the pump trace download on (B)(6) 2025 at 17:39:39.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 near the lcd screen. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, cracked case, broken belt clip rails, keypad overlay texture damage, and missing display window cover. Pump error 63(variable=15)(line number 147 file number 2017) was confirmed in the formatted history file due to possible hardware error with twi interface(esf#(B)(4)). Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.